Event description:
It was reported: plaintiff injured their knee in 2002 after "tripping on the carpet a few times". Plaintiff began experiencing squeaking sounds and was advised revision surgery would be necessary. Three months later plaintiff underwent revision surgery.